Event description:
It was reported via repair work order that the patient right top rail broken at spindle mounting flange, not allowing the siderail to latch into the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.